Event description:
It was reported that foley catheter balloon was inflated on one side, making it difficult to drain. The pre-test confirmed that the balloon was inflated on one side, and the water would not drain. The inflation valve was also poorly glued. It was bent. Per notification from ucc on 08dec2025, it was reported that catheter inflation valve was bent was found during sample evaluation 10nov2025.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. The image provides an overall view of the catheter. The catheter balloon with partially deflated balloon with the return syringe. A closer view of the catheter balloon is shown. The balloon again appears with the partially deflated balloon. The photo displays the inflation valve with the cap securely attached. The final image shows the product packaging, including the product label and identifying information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter with syringe 2758j14 and lot number ngjx2980. The balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) visual inspection also noted that the inflation valve was bent. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, h. Initial reporter name: social medical corporation mother angel hospital this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial reporter name: (B)(6).

Event description:
It was reported that foley catheter balloon was inflated on one side, making it difficult to drain. The pre-test confirmed that the balloon was inflated on one side, and the water would not drain. The inflation valve was also poorly glued. It was bent. Per notification from ucc on 08dec2025, it was reported that catheter inflation valve was bent was found during sample evaluation 10nov2025.

Event description:
It was reported that foley catheter balloon was inflated on one side, making it difficult to drain. The pre-test confirmed that the balloon was inflated on one side, and the water would not drain. The inflation valve was also poorly glued. It was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.